Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was oversensed. Technical services (ts) suspected the noise was electromagnetic interference (emi). It was also reported this rv lead exhibited a gradual rise of pacing impedance measurements. It was noted that the pacing impedance measurements were within range. Ts recommended continued monitoring. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.